Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3708140 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013(B)(6), product type extension product ID 3777-45 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(6), product type lead product ID 3550-29 lot# n232428, implanted: 2010 (B)(6), explanted: 2013 (B)(6), product type accessory product ID 37743 lot# serial# (B)(4), product type programmer, patient product ID 37752 lot# serial# (B)(4), product type recharger . (B)(4).

Event description:
It was reported that the patient never had therapeutic effect. The patient had "ok" coverage but it just never helped her pain. The patient had other medical issues that she needed to obtain an MRI for and wished removal due to that. The battery was found to be in overdischarge as the patient had not used or charged the device in over a year. The entire system was explanted. The patient outcome was listed as alive with no injury or adverse event.